Event description:
A hospital in (B)(6) reported that the pressure relief valve on an 900iw130e neopuff resuscitator was not working correctly. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device was recently received for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the fascia and valve system from the complaint (B)(4) neopuff infant resuscitator were returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned components were performance tested as per the tests specified in the neopuff technical manual. Results: no fault was found with the returned components. The returned valve assembly was within specification. Conclusion: the returned components functioned as intended during the performance check. We are unable to determine what may have caused the reported problem. All neopuff units are 100% performance tested before leaving the production line and those that fail are rejected. The user instructions require that the neopuff be tested prior to each use to ensure functionality. The operating manual instructs the user to carry out a set-up procedure "prior to every use of the neopuff to ensure that the device is functioning correctly". In addition the neopuff set-up procedure states the user must check the settings by testing the pressure output from the neopuff at the desired flow rate "prior to every use of the neopuff to ensure that the device is functioning correctly".

Event description:
A hospital in (B)(6) reported that the pressure relief valve on an (B)(4) neopuff resuscitator was not working correctly. This was found prior to patient use.